Event description:
It was reported that intermittent occlusion alarms occurred, which required a visit to the emergency room. The customer¿s blood glucose (bg) level was displayed as ¿high¿ with ketones; however, a specific value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER less than 24hrs later. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.